Event description:
Baxter received a report from a baxter technician to report the versacare frame head section moves up by itself. The bed was located at the account. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The baxter technician found the hand pendant needed to be replaced. Per the baxter user manual: to install the pendant into the siderail 1. Position the pendant next to the opening in the intermediate siderail or head-end siderail, depending on the cable length. 2. Insert the top edge of the pendant into the siderail so it engages the upper section of the siderail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the siderail. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant to resolve the reported event. Based on this information, no further action is required.